Event description:
Per the clinic, the patient experienced skin breakdown over the implant site and was subsequently explanted on (B)(6) 2021. The patient was administered oral antibiotic for 10 days to avoid infection.